Manufacturer narrative:
Product complaint #(B)(4). This is a duplicate report of 1818910-2018-62947. Is being retracted as it is a report duplication. 1818910-2018-62947 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad (B)(6) 2019. The patient underwent a right knee revision due to a tibial tray malpositioning and loosening at an unknown interface. The surgeon noted debridement of inflamed tissue and bone grafting to correct a medial tibial defect. The patella was not revised. Depuy cement was used during the primary operation. Doi: (B)(6) 2016, dor: (B)(6) 2016, right knee.